Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call high blood glucose levels. Customer's blood glucose level was up to 600 mg/dl. Customer treated their high blood glucose via manual injection due to device not properly functioning. Customer experienced issues with low blood glucose in addition to their high blood glucose levels. Customer's father advised patient would call back in order to properly troubleshoot.